Event description:
Patient states that he is getting a "break out" skin reaction around his mouth. Patient had discontinued use for the last 3 days and the skin reaction around his mouth had not improved. He was advised to contact his dermatologist.

Manufacturer narrative:
We have attempted to obtain more information, but have been unsuccessful to date.